Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing  low blood glucose. Customer blood glucose was 33 mg/dl at the time of incident. Customer was treated with food and glucose tablets for low blood glucose. Customer stated  that the insulin pump had multiple pump errors alarms. Customer was able to clear the alarms and able to complete rewind. No further complications were reported.  The insulin pump will be returned for the analysis.